Event description:
A endurant stent graft system was implanted for the endovascular treatment of an emergent rupture of a 6.3 cm diameter abdominal aortic aneurysm. It was noted that there was some angulation and calcification. It was reported that the patient presented in the emergency room with stomach pain and back pain. A CT was done and the patient had a 6.3cm abdominal aortic aneurysm with a ¿rind¿ encircling the aneurysm with an apparent rupture. The patient was not deemed to be a good surgical candidate at that time. It was further reported that the patient¿s renal artery came off at the beginning of the aneurysm. The physician thought that it would be better to cover the renal and get a good seal since it was an emergency. The patient also had aneurysmal common iliac. Their left measured greater than 3cm and the right was between 24-28mm in diameter. The left hypogastric was embolized and the limb was extended into the left external illiac. The physician sealed in the left common iliac with a 28 limb. The stent graft was landed at the left renal and appeared to have a seal at the proximal and distal neck. An ultra sound then identified a type one endoleak. A non-contrast CT was performed, but an endoleak could not be determined by this method. Due to the angulation in the neck, and the necessity for re-intervention in the right iliac at some time in the future, the physician planned to explant the graft and transpose the right hypo at that time. The physician felt that re-intervening in the neck was too risky due to the angle and calcification. They did not think the risk of surgery outweighed the risk of rupture with re-ballooning. It was noted that this event was related to the product and the procedure. The patient had reportedly been stable in the hospital since the intervention. No additional clinical sequelae were reported and the patient is fine. Additional information received reported that the physician stated that the ugly angulated neck or the dilated right iliac was the cause of the type 1. Since they didn¿t have a contrasted CT, the physician was relying on ultrasound for confirmation of the type 1. After the physician explanted the graft and they stated the patient was doing well post procedure; and they put in an aorto bi iliac and removed all of our graft except some in the left external that the physician sewed to. They transposed the right hypo to lower on the external iliac. The physician stated that, on exposure, it was determined that the aneurysm was inflammatory and had not ruptured. They wanted to determine if there was infection so he sent the graft off to be cultured. The physician stated that was more important than sending the graft back for analysis. Additional information received reported that the physician confirmed that it was a type ia endoleak. It was noted that the aneurysm was inflamed but not infected. The cultures came back negative and the patient¿s white blood cell count was going down. The patient¿s creatinine was reportedly 1.8 and stable. Review of a single angio image pre-implant revealed that the patient had a highly angulated neck l-r >60deg, that was likely <(><<)>10mm in length. The proximal neck diameter (l-r) was approximately 24mm. Pre-implant images of the iliac were not provided. A single still post-implant angio image (unknown study date) revealed that the bifurcate was implanted just below the left renal; the right renal artery appeared covered by the stent graft. The proximal portion of the sent graft was angulated approximately 60deg to the flow divider centerline. The contra/left limb was extended into the left external iliac artery. The ipsi/right limb was extended down into the distal portion of the right common iliac artery with a flared extension limb. There was a slight amount of contrast seen in the proximal aaa sac. This appeared to be a proximal type I endoleak and/or a type IV. No other stent graft issues were seen. The cause of the potential type ia endoleak was likely due to placement within the short/angulated proximal neck.

Manufacturer narrative:
(B)(4). Conclusion: off label use (<(><<)>10mm neck, treatment of rupture).